Event description:
The complainant reported that a patient was implanted with an impella 5.5 and experienced placement signal values on the device that were unexpected. It was reported on the first day of support that the placement signal was ¿erratic¿ and ¿way off scale¿ with values reported to be >200 mmhg. The patient¿s arterial blood pressure was reading 89/70 mmhg and pulmonary artery pressure was 41/19 mmhg. The impella flows were noted to be appropriate for the performance level of the device and were similar to the patient¿s hemodynamics. It was reported this issue occurred twice in the procedural room. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The following day, the patient¿s family decided to withdraw the care of the patient. The patient¿s care was withdrawn, and the patient expired. It was noted that the impella device was left in the patient and is therefore not expected to return for investigation. Additional clinical details, including perioperative course and contributing factors to the patient¿s outcome, were unavailable at the time of reporting.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed and no product or logs returned. Hemodynamic instability the cause of the injury was not determined due to insufficient clinical details. Placement signal issue the clinical details stated that the ps was erratic and way off the scale with numbers > 200 and different then the arterial blood pressure line. Flows were appropriate for the p-level and mc was pulsatile. The waveforms normalized but it occurred again. Due to a lack of product and no logs returned, the root cause of the placement signal issue cannot be determined. Device history review was completed and passed all post sterile inspection checks.